Manufacturer narrative:
The device was returned for evaluation and the reported malfunction was not replicated or confirmed. The mult-function cable was tested for continuity and no discrepancies were observed. The device and the returned mfc cable was attached to a set of test internal handles and put through extensive testing without duplicating the malfunction. It is important to mention, the internal paddles used during this event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown) the device did not recognize the attached internal handles and displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.